Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where occlusion issue occurred with the infusion set site within 3 hours after insertion, due to kinked cannula. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and the site location was regularly rotated . The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. No further information available.